Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The faulty touch screen was replaced with an led touch screen and subsequent testing did not identify further issues. A technical safety inspection was successfully performed and the unit was returned to service. Pictures of the replaced touch screen were sent to sorin group (B)(4) for further evaluation. Analysis of the photos identified that liquid had penetrated into the kapton-tail of the touch screen, leading to oxidation and the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a CAPA has already been implemented for this type of issue.

Event description:
Sorin group (B)(4) received a report that the display of the s5 roller pump became unresponsive and non-operable during priming. There was no patient involvement.